Event description:
The customer reported that there was no alarm sound being emitted from the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was no alarm sound being emitted from the monitor. Upon start-up, replacing the speaker did not resolve the problem. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.